Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: manta deployed in normal fashion by physician post tavr, post image revealed sfa occlusion from anchor malposition in profunda. Surgical cutdown repair was performed. It was determined that the access was too low and the anchor was hung on the anamolous take off of the profunda causing blockage.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right femoral artery. Ultrasound and micropuncture were utilized to gain a low positioned access. A post angiogram revealed an occlusion of the superficial femoral artery from the anchor mispositioned in the profunda. A surgical cut down was performed for repairs. The physician determined access was too low, and the anchor was hung on the anomalous take-off of the profunda which caused the occlusion. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Additionally, potential adverse events related to the deployment of vascular closure devices include ischemia of the leg and/or stenosis of the femoral artery.